Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted. Codes to use: no findings available/conclusion not yet available.

Event description:
No oxygen input" during self-inspection.

Manufacturer narrative:
H10 this report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the error "no oxygen input" occurred during self-inspection. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The issue was resolved by a third party vendor replacing the oxygen flow valve. A third party vendor replaced the oxygen flow valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.